Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 459 mg/dl, 259 mg/dl, and 148 mg/dl. Customer states her blood appeared "thinner" when result of 459 mg/dl was obtained. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the bed exit was not working.